Event description:
Per the clinic, the patient experienced pain/non-auditory sensations with shocking sensation following use of headphones resulting in skin burn in the temporomastoid region and hematoma at the implant site. The patient also experienced a loss of connection to the internal device and the implant has stopped functioning. The patient also reportedly sustained a head trauma (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.